Event description:
Patient was revised to address pain. Doi (B)(6) 2012 - dor (B)(6) 2012.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.